Event description:
The pt felt no stimulation sensation and stimulation stopped covering the pt's pain symptoms. He felt no stimulation coverage in his feet. All electrode impedances were greater than 4000 ohms. The implantable neurostimulator was replaced with an implantable pump. The pt had a lamina lead. The extensions were cut by the surgeon and the pump was inserted. The pt outcome was reported as "no injury", recovered without sequela'.

Manufacturer narrative:
Implantable neurostimulator result code: the battery of the implantable neurostimulator was expanded when it was returned, indicating that it was autoclaved. There was no output or telemetry. Final device analysis revealed no significant anomalies. The extension was ok, but cut through. Final device analysis revealed no significant anomalies.